Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/29/2019. Biomed was told the vent failed the pressure accuracy tests. Biomed ran tests and all passed. Biomed could not confirm the reported issue. There is no request at this time for service on this unit. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reported, ¿pressures are off.¿ there was no patient involvement.